Manufacturer narrative:
Cardio medical was the distributor. The event took place at (B)(4). Manufacturer's investigation conclusion: the system controller (serial # (B)(4)) was returned for an evaluation as part of a pump exchange. No issue was reported with the returned device. The system controller was functionally tested using laboratory equipment and no functional issue was identified. The device operated on a mock circulatory loop without any notable event captured in the history event screen. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4)) was shipped to the customer on (B)(6) 2016 on customer order (B)(4). As an incidental finding, the device did not pass section 7.1 of the functional test procedure which the measured values indicated beginning stages of conductor breakdown. The additional finding did not result in an unexpected alarm or functional issue. Heartmate ii lvas IFU contains information about fixed speed, low speed limit, and pump speed, including under ¿explanation of parameters¿ covers all pump parameters (power, flow and pi). This IFU also lists device thrombosis, hemolysis, stroke, and death as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes low flow hazard alarm to instruct the user to ¿call your hospital contact immediately for diagnosis and instructions.¿ heartmate ii lvas IFU heartmate ii patient handbook , both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was visible wear and tear on the patient's controller. Related manufacturer report number #2916596-2021-01429.